Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there had been no drawer failure in the station. The field service engineer (fse) investigated and worked on the medsation main device instead of the auxiliary tower due to an incorrect asset given in the case. Following up with the fse, a correct work order number with accurate asset details was received and also confirmed medstation auxiliary tower had no problems. The system functioned as intended after field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower experienced a drawer failure that was not detected on the bus and required maintenance. The customer attempted to reboot the station three times however the efforts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.